Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and verified the malfunction being generated on the screen was electrical test fails code #53. The stm could not duplicate the alleged malfunction but did verify it occurred on (B)(6) 2017 in the fault logs. The stm checked the shuttle transducer calibration and observed the shuttle gain was off by .001, calibrated shuttle gain, and offset calibration. The stm also calibrated the drive and atmospheric transducers. The iabp then passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer reported that, before use/procedure on a patient, the intra-aortic balloon pump (iabp) was alarming and the screen read malfunction. Further details of the alleged malfunction were not initially received.

Event description:
The customer reported that, before use/procedure on a patient, the intra-aortic balloon pump (iabp) was alarming and the screen read malfunction. Further details of the alleged malfunction were not initially received.